Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/25/2024, it was reported by a sales representative via (B)(4) that a 1267-100 radiolucent targeting arm was unable to keep the lag screw sheath tight inside the jig insertion hole. It was stated that the jig buttons were "sticking" and not holding the outer sheath as it was prior. The case was completed with all standard instrumentation. There were no adverse effects on the patient and no delay in the case. This was discovered during a trochanteric nail for intertroch fx procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged 1267-100 radiolucent targeting arm lot number: 210923 was received for investigation. Visual evaluation noted wear and tear and the device was slightly discolored where the nail attaches. The most likely cause for this failure can be attributed to wear and tear incurred from repeated use. Functional testing was performed by assembling the 1267-100 radiolucent targeting arm with an 0617-300 lag screw sheath lot number: p12888 and it was found that the 1267-100 radiolucent targeting arm would not hold the lag screw sheath tightly and securely in the insertion hole as intended. It was not noted that the button was sticking. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated use. Refer to investigation photos.